Event description:
Provider states the cylinder is freezing up and not releasing.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
The device was received by the returns department but was unable to test due to no test fixture.

Event description:
Provider states the cylinder is freezing up and not releasing.